Manufacturer narrative:
System analysis/service repair: the system was repaired in the field on (B)(6) 2017. The reported issue could not be reproduced, however an error code 820 system error was found and determined to be the result of a faulty top cover. The top cover was replaced; the system was calibrated, tested and verified to specification.

Event description:
It was reported that during a procedure, three fibers burned within a few seconds of use. The procedure was completed using an unidentified different device. There were no patient complications or injury reported.

Manufacturer narrative:
The service was performed in the field on march 3, 2017. The replaced top cover was received at the manufacturer on may 16, 2017. The top cover s/n (B)(4) was sent to the supplier

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The service was performed in the field on march 3, 2017. The replaced top cover was received at the manufacturer on may 16, 2017.

Manufacturer narrative:
Describe event or problem.

Event description:
The procedure was completed by bipolar transurethral resection (turp).

Manufacturer narrative:
The service was performed in the field on march 3, 2017. The replaced top cover was received at the manufacturer on may 16, 2017. The top cover s/n (B)(4) was sent to the supplier. Product evaluation: the returned top cover s/n (B)(4) was analyzed by the supplier on july 12, 2017 and returned to the manufacturer on july 24, 2017. Supplier evaluation noted ¿could not confirm customer observation. No problem found.¿ the top cover was returned back to stock was noted. Probable root cause: based on the analysis report, the root cause was determined to be ¿no problem found¿.